Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the laser beam was coming from the tip of the fiber and the aiming beam was dim. The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient reported.